Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain and elevated cobalt levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the head and the sleeve. A review of the historical complaints data for the devices concerned was performed using the batch number for the liner, and part numbers and the reported failure modes for all the alleged devices to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the liner. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation for the head and the sleeve, their manufacturing record review could not be performed. If more information is received, this investigation will be reopened. In the absence of the actual devices, the production records were reviewed for the liner involved in this incident. The liner involved met manufacturing specifications upon release for distribution. The review of the most recent and current ifus found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The reported pain, cobalt/chromium toxicity, as well as the pseudotumor noted intraoperatively are consistent with findings associated with trunnionosis. However, the clinical root cause cannot be confirmed, but the trunnionosis is the likely cause. It cannot be concluded that the reported clinical findings are associated with a malperformance of the implant. The impact to the patient beyond the reported revision surgery cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after an r3-tha construct had been implanted on an unspecified date, the patient started experiencing pain. Elevated cobalt levels were detected. A revision surgery was performed on (B)(6)2023 to address this event. The r3 metal liner, the hemi head, and the sleeve were explanted and replaced with or3o dual mobility bearings. The shell and stem were retained. Current patient health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain and elevated cobalt levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the head and the sleeve. A review of the historical complaints data for the devices concerned was performed using the batch number for the liner, and part numbers and the reported failure modes for all the alleged devices to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the liner. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation for the head and the sleeve, their manufacturing record review could not be performed. If more information is received, this investigation will be reopened. In the absence of the actual devices, the production records were reviewed for the liner involved in this incident. The liner involved met manufacturing specifications upon release for distribution. The review of the most recent and current ifus found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the reported pain and elevated cobalt levels were associated with a mal-performance of the implant. The patient impact beyond the revision surgery cannot be determined at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.